Event description:
Packaging: it was reported that before an unknown procedure, the sterility package is contaminated. No further information is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.